Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was on her way home when she felt uneasy, pulled over to check her continuous glucose monitor (cgm) and noticed it was in sensor error. She ate some candies as she felt her glucose was about to go low but it was too late and she passed out. She remembered that here were county police there at approximately 2:00 pm and stated it could have been them who called an ambulance. She was taken to the hospital where her blood glucose (bg) was at 46 mg/dl. Per her medical record she was treated with sodium chloride 9% without sedative; she did not have any other treatment information. She was discharged the same day at around 3:40 pm, and her glucose was at 60 mg/dl. At the time of report, the patient was in normal condition. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.